Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Explant surgery had not occured, so allergan has not received the device nor performed analysis at this time. Hypersensitivity is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or model number.

Event description:
Healthcare professional reported that after port replacement of the lap-band system the patient developed a "rash" around the incision site. Betamethasone was provided as treatment. Device remains implanted. Follow up information: healthcare professional reported a lap-band system "delayed type hypersensitivity and cutaneous reaction."